Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer states that the patient has tone and keeps breaking the hardware on the pivot slide tube. Explained to the dealer that using a 3 inch extension and adding a pivot slide tube will not give him enough strength and it will keep breaking. He does not want to switch to a 70 nontapered footrest.